Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via a seminar, that during cryoablation procedure performed at a single center from (B)(6) 2021 to (B)(6) 2022, involving polarx balloon catheters, polarmap catheters, and polarsheath steerable sheaths. Twenty-seven cases of phrenic nerve palsy, one case of cardiac tamponade, and one case of puncture site vascular injury were observed. Of the 27 cases of phrenic nerve palsy, nineteen cases occurred during cooling of the right superior pulmonary vein (rspv), and eight cases occurred during cooling of the right inferior pulmonary vein (ripv). Additionally, twenty patients recovered within one month. No additional information was provided.